Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Was this procedure done in addition to another procedure? Does the surgeon routinely wait 15 seconds prior to firing? What is the surgeon¿s experience performing this procedure endoscopically? What is the current patient status?

Event description:
It was reported that a pse45a and ecr45g were used for endoscopic left atrial appendage occlusion surgery to remove the left atrial appendage, due to the long tissue length of the left atrial appendage portion, two cartridges were planned to sever to complete the surgery, a green reload was selected to fire, after the first cartridge fired, noted that distal staples were malformed with irregular shapes, as a result, massive hemorrhage and hemostasis could not be stopped promptly with a hemostatic forceps under the endoscopic surgery. Then, the surgery was converted to thoracotomy and underwent cardiopulmonary bypass treatment. After 4 hours, the patient's life was saved. The patient's vital signs were stable, and no cerebral edema and cerebral thrombosis were temporarily. But consciousness is still in a vague stage. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/12/2021. Additional information was requested, and the following was obtained: what were the indications for surgery? Auricular appendectomy. Was this procedure done in addition to another procedure? No it wasn't. Does the surgeon routinely wait 15 seconds prior to firing? Unknown. What is the surgeon¿s experience performing this procedure endoscopically? Unknown. What is the current patient status? The patient has left from the hospital.